Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had ¿cloudy¿ image, during set-up/inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 corrected fields: d9 the device was returned to olympus for inspection and the reported failure cloudy view, unable to see was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor water-tightness of button and water tightness was lost. Since the reported failure cloudy view, unable to see was not confirmed a definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the water tightness was lost due to poor water-tightness of button. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.